Event description:
It was reported that thrombosis occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, computed tomography (CT) identified a thrombus on the closure device. The patient was instructed to discontinue dual anti-platelet therapy and begin coumadin. A future CT will be performed for further evaluation of the thrombus.

Manufacturer narrative:
B3: date of event - aware date of 28nov2023 used as event date is unknown.